Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter was measured and was to be below nominal. The reported condition was confirmed. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be a manufacturing issue, specifically that the patient connector interior diameter was out of specification. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that they were unable to connect the transfer set to the titanium adapter in order to complete dialysis therapy. This event did not involve any injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.